Event description:
It was reported that during a routine checkup, the cs300 intra-aortic balloon pump (iabp) unit has no patient status available alarm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and suspected an issue with the front end board. The fse replaced the front end board and now the machine is working ok.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.